Manufacturer narrative:
H.6. Investigation: customer returned (B)(4) sealed 4mm, 32g pen needles from lot # 9156507. Customer states that they do not get complete flow of medication during injection and the patient end is bent after injection. Thirty out of (B)(4) returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). No defects were observed. These samples were also tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that thebd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32 did not deliver the medication during use. The following information was provided by the initial reporter: verbatim: from phone call on(B)(6)2020 12:30:26: reached out to consumer on number provided in email. Consumer stated, does not get complete flow of medication during injection. Stated, patient end is bent after injection.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32 did not deliver the medication during use. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2020 12:30:26: reached out to consumer on number provided in email consumer stated, does not get complete flow of medication during injection. Stated, patient end is bent after injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32 did not deliver the medication during use. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2020 12:30:26: reached out to consumer on number provided in email. Consumer stated, does not get complete flow of medication during injection. Stated, patient end is bent after injection.